Manufacturer narrative:
Additional device product code: olo. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Photo investigation: the complaint device was not returned for investigation. A photo investigation was completed on the provided image. Upon image analysis, the complaint condition of difficulty in assembling the poly screwdriver shaft inside the poly screw driver retention sleeve could not be verified as a functional test of assembling them was not performed. Hence, a definitive root cause for this issue could not be identified. Based on the manufacturing date, the current and manufactured version of drawings for the part were verified: the receiving inspection review did not reveal any non-conformances pertaining to this issue during manufacturing. The device was not returned, hence an as-received condition and a dimensional inspection were not completed. Conclusion: the complaint condition of inability to assemble could not be confirmed from the provided picture. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for poly screw driver reten sleeve was conducted identifying that lot number pc4986281 was released in a single batch. Batch1: lot units were released on 03 mar 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date preoperatively the scrub nurse was attempting to insert screwdriver shaft through the holding sleeve and she had resistance and difficulty to advance through. When same screwdriver shaft tried on second holding sleeve within set no resistance was encountered. There was no patient consequences reported. This report is for one (1) symphony oct system polyaxial screw driver retention sleeve this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a product investigation was completed: the returned device was visually inspected and no defect was identified. The poly screwdriver retention sleeve was not returned with a mating device to evaluate the complaint condition of difficulty in assembling them together. Hence, a functional test cannot be performed. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed. The complaint condition was not confirmed based on physical device investigation. The poly screwdriver retention sleeve was returned without the inner shaft to evaluate the complaint condition. Also, the device did not show any defects that could have prevented the screwdriver shaft from sliding into the sleeve. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.